Manufacturer narrative:
Claim# (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient will have a possible lens removal and replacement due to unknown reason. Lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.